Manufacturer narrative:
H10: multiple attempts have been made on 24jan2024, 02feb2024, 05feb2024 and 09feb2024 to try to obtain further information about this case regarding patient/device use, but no response was received from the fse. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the navigation button was not responding. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the navigation button was not responding. A service proposal for repair was sent to the customer for approval, and the customer accepted. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse confirmed the reported issue, replaced the switch printed circuit board assembly (pcba), and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation is ongoing.